Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the right atrial (ra) lead exhibited dislodgement. It was also reported that the right ventricular (rv) lead exhibited high thresholds. Both the ra lead and rv lead were revised and remain in use. No patient complications have been reported as a result of this event.